Manufacturer narrative:
The initial reporter also notified the FDA in august, 2018. Medwatch report # (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte autoguard shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR-the lot number was built on afa line 5 from (B)(6) 2017 through (B)(6) 2017 and packaged on pkg line 9 from (B)(6) 2017 through (B)(6) 2017. 1 non-related (B)(4) missing inspection-packaging), disposition, root cause and corrective actions were applied following the quality control plan. 1 non-related (B)(4) for flush schedule revised was in place during manufacturing. All other challenge, set-up and in process testing passed per specifications. Received 22ga needle barrel assembly and a needle cover within an open package for lot number 7268927. Visual/microscopic evaluation: the needle was received in the out position. The white button was fully pushed. The needle-barrel assembly was missing the spring. The received unit was missing the spring therefore retractions would not be possible. Although the defect observed is confirmed to be manufacturing related a definite source could not be determined. Controls are in place to prevent this type of occurrence including (but not limited to): spring check station ¿ checks that a spring is present and unbound. Visual inspection for incorrect/missing component. In process sampling for needle retraction.